Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through troubleshooting steps, including plugging the pump into a power source, which successfully turned the screen on to the welcome message. The pump was in use and needed no further assistance.